Event description:
Implant didn't achieve osseointegration. Primary stability was achieved. Implant wasn't completely covered with bone. No thread tap used, infection, fistula, abscess, mobility after recovering.